Event description:
Elderly male with history of hypertension and shortness of breath, previously had an aortic valve replacement by the same surgeon. In cardiovascular or for re-do aortic valve replacement 2 years later. When the 2017 valve was removed, there were 3 holes present in the device. Transesophageal echocardiogram identifies "regurgitant net width greater than or equal to 60% of the left ventricular outflow tract diameter. Op note for replacement of aortic valve surgery quotes physician "no evidence of perivalvular leak, presence of 3 separate small holes in the level 1 of the cysts most likely caused by the small metal portion of the core knot device used at the time of the implantation of the first valve".

Event description:
Elderly male with history of hypertension and shortness of breath, previously had an aortic valve replacement by the same surgeon. In cardiovascular or for re-do aortic valve replacement 2 years later. When the 2017 valve was removed, there were 3 holes present in the device. Transesophageal echocardiogram identifies "regurgitant net width > or equal to 60% of the left ventricular outflow tract diameter. Op note for replacement of aortic valve surgery quotes physician "no evidence of perivalvular leak, presence of 3 separate small holes in the level 1 of the cysts most likely caused by the small metal portion of the core knot device used at the time of the implantation of the first valve".